Event description:
Complainant alleged that a pt was found with vital signs absent from an unwitnessed cardiac arrest. CPR was performed by the fire dept. The ambulance crew arrived on scene and pt CPR was continued. The medics asssessed the pt and determined that the pt was presenting a course ventricular fibrillation heart rhythm. The medics administered one 360 joule shock, but there was no change in the pt's heart rhythm. The pt was administered medication, including epinephrine. The medics then administered two more shocks at 360 joules each, with no heart rhythm change noted. Lidocaine was then administered. The pt was then shocked a fourth time at 360 joules. There was still no change in the pt. Medication was administered, and another 360 joule shock was given, without any pt change. A pt IV was then established, and add'l epinephrine was given by IV. The pt was then shocked a sixth time at 360 joules. The pt heart rhythm converted to a pulseless electrical activity rhythm (pea). Bolus, atropine and epinephrine were administered by IV to the pt. The pt was then presenting an idioventricular heart rhythm. The medics then analyzed the pt's heart rhythm with the device in semi-automatic mode. The complainant indicated that the device then inappropriately "advised shock" to the pt's pea heart rhythm. The pt was shocked again 360 joules. There was no change in the pt's heart rhythm. The pt was then administered more epinephrine via IV. The pt then arrived at the hosp. The pt subseqently expired.